Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a (B)(4) pc. Lot in (B)(6)2016 . Evaluation of the returned instrument shows that the tips are loose and misaligned and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly and the drive rod end that actuates the jaws is bent/damaged and there is a gouge in one of the jaws. Further evaluation showed that the alignment of the weck 5mm laser marking on the tube is off by 180 signifying that the flush port on the knob rotation assembly has been removed and re-installed while the tube assembly was clocked in the incorrect position. We are able to validate the alleged complaint since this instrument is unusable in its current condition. We are unable to determine what caused tips to be loose and misaligned and the jaw pivot pin to be pushed thru one side of the damaged/bent outer tube assembly and the drive rod end that actuates the jaws to be bent/damaged and for the jaw to be gouged, but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that during an appendectomy, 544965 is used for loading and clipping, but the jaw is bent and cannot be used. Tried to remove the instrument later, but the jaw is bent, so cannot get it out of the 5mm trocar. Pulled with force and touched the side of the vessel, causing the vessel to tear. The procedure was changed from laparoscopic to open abdominal surgery and blood transfusions were carried out due to severe bleeding.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an appendectomy, 544965 is used for loading and clipping, but the jaw is bent and cannot be used. Tried to remove the instrument later, but the jaw is bent, so cannot get it out of the 5mm trocar. Pulled with force and touched the side of the vessel, causing the vessel to tear. The procedure was changed from laparoscopic to open abdominal surgery and blood transfusions were carried out due to severe bleeding.